Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the nurse found solution leaking from the middle of the bd intima ii¿ IV catheter extension tubing. Found before use, then checked the e-tubing and found e-tubing broken. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The returned sample had a defect on the extension tube 2 cm from the connector. The defect protruded from the inside out. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the most probable root cause for this kind of failure mode is caused by poor centering of and subsequent wearing through contact with the guiding jaws in the production line.